Event description:
It was reported that the patient presented in clinic with a swollen, itching device site. The system was explanted due to infection. Cultures taken from the patient's implantable cardioverter defibrillator and leads were negative. The patient was stable.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.